Event description:
During the device evaluation, the generator exhibited a faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found a faulty printed circuit board. Based on the results of the investigation, a definitive root cause of the broken board cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.